Event description:
It was reported that during deployment of a vena cava filter, the filter legs crossed and the filter could not fully expand. A snare was used to remove the filter and another filter was successfully deployed. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.